Event description:
It was reported that patient experienced erectile dysfunction with ambicor penile prosthesis (app) device. App exhibited fluid loss due to a hole in the cylinders. No troubleshooting was performed and device was explanted and replaced. No adverse patient effects.

Event description:
It was reported that patient experienced erectile dysfunction with ambicor penile prosthesis (app) device. App exhibited fluid loss due to a hole in the cylinders. No troubleshooting was performed and device was explanted and replaced. No adverse patient effects.

Manufacturer narrative:
Field change: e1, h6, h10. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.